Manufacturer narrative:
We received the involved umbilical catheter. The investigation confirms that a partial fracture was identified approximately 77 mm above the distal tip, between marking 7 and 8. The suture is located at 90 mm. On examination under the microscope the fractured surfaces were found to have areas of smooths and rough aspects. A cut in the wall of the tube parallel to the axis of the catheter is also visible. This smooth aspect indicates that the catheter has come into contact with a sharp implement (for example, a scalpel blade, scissors), which may have occurred during insertion or during dressing procedure. Moreover, no sign of obvious manufacturing material weakness, was identified during catheter examination. The batch record review shows that all products are in compliance with the specification and iso norm. There is no non-conformity or deviation. In the IFU there is a warning as follows: "do not apply sharp or rough-edged instruments directly to the catheter: even a minor cut could tear it or break it. Do not deliberately cut the catheter." The batch review does not show any non-conformity. The products are in conformity with the specifications. All controls are compliant, including the 100% tests carried out on each catheter during the manufacturing process. These tests are as follows: the bluntness of the catheter tip, marking the catheters, tightness and non-obstruction. In addition, 25 umbilical catheters are tested by sampling: -to check the tensile strength according to according to nf en iso 10555-1 specification >10n. All results are compliant, the minimum value is 10,98n. -to check the absence of liquid leakage (3bar/30 seconds) and air leakage were done, according to nf en iso 10555-1. All results complied (no air or liquid leakage). The historical data analysis of complaints on this batch does not show any complaint. This is the first complaint from 10 020 units of this batch sold since (B)(6) 2024. The root cause of this incident is not related to a catheter quality defect but traced to user error.

Event description:
The incident occurred the same day as its insertion. When one of the sisters was examining a baby there was a significant blood loss noted, then following this there was a catheter fracture. Blood less required top up. The umbilical catheter has been removed on (B)(6) 2025. No problems were experienced during priming. An arterial monitoring kit was connected to the umbilical catheter for invasive blood pressure monitoring. Cleaning solution used in association with the device is 0.5% chloroxadine.

Manufacturer narrative:
The involved umbilical catheter is available for the investigation. The batch review does not show any non-conformity. The products are in conformity with the specifications. All controls are compliant, including the 100% tests carried out on each catheter during the manufacturing process. These tests are as follows: the bluntness of the catheter tip, marking the catheters, tightness and non-obstruction. In addition, 25 umbilical catheters are tested by sampling: to check the tensile strength according to according to nf en iso 10555-1 specification >10n. All results are compliant, the minimum value is 10,98n. To check the absence of liquid leakage (3bar/30 seconds) and air leakage were done, according to nf en iso 10555-1. All results complied (no air or liquid leakage). The historical data analysis of complaints on this batch does not show any complaint. This is the first complaint from (B)(4) units of this batch sold since may 2024. Unfortunately, we have asked for additional information but that's all that the customer provided. We are waiting for the involved sample for investigation.

Event description:
The incident occurred the same day as its insertion. When one of the sisters was examining a baby there was a significant blood loss noted, then following this there was a catheter fracture. Blood less required top up. The umbilical catheter has been removed on (B)(6) 2025. No problems were experienced during priming. An arterial monitoring kit was connected to the umbilical catheter for invasive blood pressure monitoring. Cleaning solution used in association with the device is 0.5% chloroxadine.